Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device malfunction has been reported. It was reported via a trial that after the 2.5 x 15 mm and 3.0 x 23 mm xience v stents were implanted, the pt complaint of increasing angina and was admitted to the hospital. Percutaneous coronary intervention (pci) was performed for restenosis. No additional event or pt info is available.

Manufacturer narrative:
The xience v 3.0 x 23 mm (part# 1009541-23/lot#8072461) is being filed under the same MFR number. Angina and restenosis as listed in the IFU, are known adverse events with stenting. These pt effects, along with hospitalization are listed in risk assessment, as no-fault post-procedure complications and are not necessarily an indication of a product deficiency. There does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina is a secondary effect of the restenosis, in which the pt was hospitalized and treated successfully with pci. A conclusive cause cannot be determined.